Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported neve r experiencing therapeutic effect. During prior troubleshooting it was determined that the patient programmer seemed to be working. The patient stated that since being implanted, their therapy is not controlling their pain and it has been even worse the last month. Their therapy may have helped 10% to control their pain but they cannot be up on their feet. During the report the patient was often unclear as to what screens they were seeing. They did not know that they needed to have their patient programmer antenna against them to sync. The patient was able to successfully sync once the patient programmer antenna was properly placed against the ins. During the call it was found that the stimulation could not be increased because the therapy was turned off. The patient turned their therapy on and patient services reviewed how to change from group a to group c per the patient¿s request. The patient successfully changed to group c. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.